Event description:
Healthcare professional reported left side "capsular contracture baker grade iii". Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported, left side "capsular contracture, baker grade iii". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases are observed, white particles in device outer surface are observed. One opening of plug strap assessed, as surgical damage. Two openings in anterior side assessed, as surgical damage. One opening in valve side assessed, as unidentified (tear) opening. Nicks striated assessed, as surgical tool scratch like. No further actions are required, as the device was implanted.